Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was cuff deflation and malfunctioning of a pressure valve. Ventilator associated pneumonia was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Two photos were received. Based on the photos the reported failure mode could not be detected. The complaint was not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action has been taken since the complaint was not confirmed.